Manufacturer narrative:
Citation: brandon b. Carlson, md, mph and nicholas swarts, ba. Lumbar degenerative spondylolisthesis and synovial facet cyst with adjacent intradural filum terminale lipoma: a case report. Https://doi.org/10.14444/8853 b3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Annex g code: recombinant human bone morphogenetic protein. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding lumbar degenerative spondylolisthesis and synovial facet cyst with adjacent intradural filum terminale lipoma: a case report multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: rh-bmp2; infuse. There were no adverse events reported as a result of infuse. Infuse was used in a second surgery for this patient which is an off-label use. No further information was provided pertaining to medtronic products.